Event description:
Study. It was reported that 440 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 2.5mm, 85% stenosed, mildly calcified, mildly tortuous 15.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 2.50x20mm study event. Residual stenosis was 0%. There were no reported complications. The patient was discharged the next day plavix and aspirin. 440 days after the initial procedure the patient expired. The cause of death is unknown. It is unknown if there was an autopsy. In the opinion of the physician, the relationship of the death to the target vessel is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.